Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damaged occurred. The heavily calcified left main lesion was predilated with a 4.0x11mm nc stormer. The stent would not cross the lesion. When it was removed, it was found to be damaged. The procedure was completed with a 3.0x13mm cypher stent. No pt complications were reported. Pt condition is reported to be satisfactory.